Event description:
It was reported that the patient underwent a foraminotomy at l1-l2. It was reported that the patient went into anaphylactic shock after the surgeon sequentially dilated tissues with metal dilators up to the 24.8mm dilator. Code started, the patient intubated and was brought to the ICU injured. An allergy test was performed. The testing was inconclusive. The hospital performed a skin test on a number of factors, and the results tested all negative.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. We are filing this MDR for notification purposes.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visual review did not reveal material or functional issue with respect to the returned instruments. The nature of this complaint is an alleged interaction between the returned instruments' materials and the patient. No patient samples of blood or tissue were returned for histological testing, therefore no further investigation can be made regarding this complaint. After visual review, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to determine root cause of the foregoing event from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.